Manufacturer narrative:
Additional information was received that the patient experienced tension in the left cervical extension cable and some pain at the ipg site. The patient is doing well post operatively.

Event description:
A report was received that the patient, who is enrolled in the a4010 vercise dbs registry clinical study, experienced a cable pulley left cervical which was moderate in severity. The patient was admitted and a day later underwent an explant and re-implant procedure of the ipg. The patient was discharged two days later and the event is recovered and resolved. The adverse event was assessed as having a causal relationship to the procedure and not related to the study device.

Manufacturer narrative:
Date of birth: (B)(6) - exact date is unknown. Phone: (B)(6). Additional suspect medical device component involved in the event: brand name: ipg. No other information available.

Event description:
A report was received that the patient, who is enrolled in the a4010 vercise dbs registry clinical study, experienced a cable pulley left cervical which was moderate in severity. The patient was admitted and a day later underwent an explant and re-implant procedure of the ipg. The patient was discharged two days later and the event is recovered and resolved. The adverse event was assessed as having a causal relationship to the procedure and not related to the study device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: vercise gevia, upn: m365db12000, model: db-1200, serial: (B)(4), batch: 735623. Additional information was received that the patient had pain at the extension cable site which was moderate in severity.

Event description:
A report was received that the patient, who is enrolled in the a4010 vercise dbs registry clinical study, experienced a cable pulley left cervical which was moderate in severity. The patient was admitted and a day later underwent an explant and re-implant procedure of the ipg. The patient was discharged two days later and the event is recovered and resolved. The adverse event was assessed as having a causal relationship to the procedure and not related to the study device.

Manufacturer narrative:
Additional information was received that the patient developed mechanical disturbance and tension on the extension cable. The patient underwent explant of the ipg from the left thoracal site and reimplant of the ipg to the craniomedial region.

Event description:
A report was received that the patient, who is enrolled in the (B)(6) registry clinical study, experienced a cable pulley left cervical which was moderate in severity. The patient was admitted and a day later underwent an explant and re-implant procedure of the ipg. The patient was discharged two days later and the event is recovered and resolved. The adverse event was assessed as having a causal relationship to the procedure and not related to the study device.